Event description:
The facility representative reported an ipump with a condition of "pca connector is broken inside". The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a broken pca (patient control analgesic) connector was confirmed but not reproduced during product evaluation. This condition was due to a damaged pca connector on the micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.